Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that the balloon does not work and the cs100 intra-aortic balloon pump (iabp) shows the message leak in iab circuit. There were no injuries or death reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Tested overall functionality, no abnormal symptoms were found. Checked according to the attached checklist. The machine can be used normally.

Event description:
N/a